Event description:
Prior to insertion, the tip of the catheter was noted to be brittle and broke off. This happened on three devices.

Manufacturer narrative:
Evaluation: three opened, but unused devices and three unopened devices were returned. An examination found the three opened devices with the tips broken into tiny pieces. The unopened devices were intact. Additional information provided states that the user facility stores this product in another manufacturer's storage cabinet. This cabinet is equipped with fluorescent lighting. The product label does state: "store this catheter in a dark, dry, cool place. Avoid extended exposure to light." However, a preventative action has been initiated in an effort to eliminate this type of incident from recurring. The appropriate personnel have been notified of this most recent event.